Manufacturer narrative:
Method - product unavailable for return. Description of event unclear. Results - unk. Conclusions - unable to determine relationship between device and cause for this event at this time. Supplemental MDR will be submitted.

Event description:
Physician performed a to-oi approach. Physician attempted to implant gmd sling and there was a problem with connecting one side (side not reported) and completed the surgery by implanting another device.